Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011 the patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized from (B)(6) 2011 for the event. Treatment was not reported. On an unreported date, the patient recovered from the event. Therapy with dianeal was ongoing. The nurse stated that the event of peritonitis with culture positive for coagulase negative staph was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f11035, h11d03045, h11e19055, h11d26103. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.